Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No possible over delivery anomaly noted. Device was downloaded to carelink pro properly and all bolus delivered were found at the carelink report. Device passed the delivery accuracy test at 0.0872 inches.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family reported via phone call that the insulin pump did not deliver enough insulin and have issue with line and on delivering insulin to the customer's body. The customer¿s blood glucose was 296 mg/dl at the time of incident. Customer reports they were unable to clear the alarm. The insulin pump will be returned for analysis.